Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results, generated by the access 2 immunoassay system for 2 patients. Customer tested a sample for accu tni and obtained a result of 3.05ng/ml. Upon repeat at a later time, this sample gave a result of 0.13ng/ml and 2 results of 0.01ng/ml. A sample from another patient when tested gave a result of 16.0ng/ml and repeated at 0.01ng/ml and 0.03ng/ml. The erroneous results were not reported outside of the laboratory. The customer documented the change to patient treatment that the patient was admitted. Bci did not receive any report of death of injury as a result of the event.

Manufacturer narrative:
The sample for patient one was plasma collected into a greiner lithium heparin tube. At the time of draw, the sample was inverted according to the tube manufacturer's recommendations. The sample was centrifuged at 3500 rpm for 5 minutes. The tube manufacturer recommends spin time of 10 minutes. Qc was completed prior to the run in 2008, and resulted in range. System check data from previous run was supplied, and met specifications. A field service engineer (fse) was on site on 5-21-08. Fse performed a preventive maintenance (pm) which was noted to be due. Fse reviewed customer qc history which showed good accuracy and precision. No hardware issues were observed. System check and qc passed following the pm. Fse discussed patients two's sample handling with the customer. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.